Manufacturer narrative:
Date sent to the FDA: 1/18/2022. Additional b5 narrative: it was reported that the patient underwent a revision procedure on (B)(6) 2015. (B)(4). Submitted for adverse event which occurred on (B)(6) 2015. (B)(4). Submitted for adverse event which occurred on (B)(6) 2016.

Manufacturer narrative:
This emdr represents supplemental report # 2210968-2017-01128 for previously submitted MDR number 2210968-2017-01655, subject of a litigation complaint summary exemption no. E2013037. The referenced exemption was revoked effective may 15, 2019. To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2011 and prosima was implanted. It was reported that following the procedure, she experienced severe pelvic pain, dyspareunia, and urinary tract infections. It was reported that the patient underwent a revision surgery on an unknown date. No additional information was provided.